Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw0499 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported one of the mo trainee was doing the PICC insertion . Apparently the guide wire tip is caught at the deep axilla region. Most of the guidewire were removed except a portion of the flexible tip which was still lodged in the muscle . This can be seen under ultrasound . The PICC procedure was completed by inserting it into patient left arm. Patient is stable , no reaction .